Event description:
It was reported that the customer's insulin pump has a partial display. It was also mentioned that the insulin pump is not programming the basal rates. Customer's blood glucose levels are between 130mg/dl and 140mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had missing segments on the display due to a cracked connector at the liquid crystal display board. The insulin pump was also received with a missing end cap sticker, minor scratches on the display window, a cracked case at the display window corners and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.